Event description:
It was reported that the customer experienced a blood glucose (bg) level of 484 mg/dl; cause was unknown. Reportedly, paramedics were call and transported the customer to the emergency room and was subsequently hospitalized. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was released on (B)(6) 2025 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.